Event description:
Customer reported about two weeks ago device displayed a result prior to dosing of the test strip. Customer stated this situation has been happening for every 1 in 4 strips since. No treatment. A request was made for return product and replacement product was sent.